Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the intravenous immunoglobulin therapy (ivig) medication are infusing longer than programmed time. The medication is hung as primary infusion and primed with saline first and then spike ivig. The clinicians often have to increase the rate and volume in order to complete the infusion. When ivig is hung as a secondary infusion, the clinician would have to drop the primary bag with multiple hangers to avoid concurrent flow. There was patient involvement however outcome is unknown.